Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported per medwatch mw5106772: spontaneous email from field nurse who reported "I would like to report a product defect. Today during mixing cadd cassette, the tubing began to unscrew from the 50ml syringe by itself once it was tightened. It caused the diluent to leak when the patient attempted to inject diluent into the cassette." No patient injury was reported.

Manufacturer narrative:
Corrected data: labeled for single use was incorrectly answered in the initial report. (Updated h5).